Event description:
Customer reported that the numbers on the display of the insulin pump began to scroll without input while setting a bolus reminder. The blood glucose reading was 158 mg/dl. She stated that she wore the insulin pump on the inside of her pants. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive down arrow button due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.